Event description:
The customer reported that the device had a high internal o2 pressure alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. During troubleshooting it was verified that there was a bad regulator on the o2 tank, resulting in the pressure being too high. The service engineer removed the o2 and loosened the o2 transport manifold to release the trapped high pressure. The device operates as expected with no high pressure o2 alarms. The device was returned to service.